Event description:
The account alleged that one of the bed functions ran by itself. No injury reported.

Manufacturer narrative:
The account replaced the power control board assembly to resolve the issue.